Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that their results were worse instead of better. They had called patient services, but the lack of stimulation and lack of therapy had not been received. The patient indicated that they would not begin to take the device with them and that it might make the difference.

Manufacturer narrative:
Fdd, fdr, fdm, and fdc codes updated to new formatting. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient could not seem to find a level that helped with their urinary symptoms. The caller indicated that the patient has already tried all 4 programs and has increased as high as stimulation can go. The patient indicated that they tried switching to program 1 and increased to 8.5 and did not feel stimulation so they moved on from that program, but the patient wanted to know what they should do next. The caller was advised to follow-up with their healthcare provider (hcp) to have the device checked and conduct possible reprogramming. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The patient reported that that she had not received a 50% or better reduction in symptoms and has to go to the bathroom every hour, on the hour, because if she didn't she was going through pads. The patient confirmed that stimulation was on, on p3 at 1.4v. The patient stated that she feels stimulation slightly in bike seat area. The patient increased stimulation to 1.5 and felt stimulation slightly more, then as the patient increased stimulation, the patient reported that she started to not feel stimulation, then at around 2.1v the patient stated that she started feeling a pain in her left hip at the bottom where she sits down on and it seemed to correlate with her pain. The patient stood up from the sitting position during the call and said she was having trouble getting up. The patient stated that she has had the most pain since the surgery in her hip. The patient stated that the pain had been very sharp there today, but generally rather dull, but sometimes was pretty bad. The patient noted that she still had bandages on and had some bleeding underneath bandage. The patient stated that she didn't think it was bleeding anymore and asked when she could take bandage off. The patient was redirected to their healthcare provider (hcp). The patient decreased stimulation and said that it was painful in her lower buttocks. The patient then decreased stimulation back to where it was at (1.4v) and said that it was tolerable. Patient service (ps) reviewed that the patient had the option to decrease stimulation further/turn off the stimulator. The patient stated that she was worried that if she decreased her symptoms wouldn't be controlled. The patient stated that she was going to call her doctor right away. No further complications were anticipated/reported.